Event description:
It was reported that air was in the patient line during drain one on the home choice (hc). The home patient (hp) had disconnected during dwell one to use the restroom and forgot to close the patient line clamp. The hp did not reconnect to the patient line. The hp requested assistance to end therapy so they could start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error during an air in tubing (without alarm), where the patient never pressed stop when they disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly disconnecting during emergencies. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the product family label will be conducted. Should additional relevant information become available, a follow-up will be submitted.